Event description:
The pump was returned for investigation. Investigation revealed a dim, fading and reddish colored display, all keypad buttons were unresponsive to testing, and the flex connector was not fully closed. This report is made based on results of investigation completed on 10/01/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2014 with the following findings: the display was observed to be dim, fading and reddish in color. There was no physical damage or cracks found on the pump case. All keypad buttons were found to be unresponsive when tested. The keypad cover was removed for further investigation and no contamination was found under the contacts. The pump case was opened and the keypad flex connector was found to be not fully closed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.